Event description:
Complainant alleged that during a routine shift check by a clinician,the device sisplayed a message codef"test fail". The complainant indicated that there was no patient involvement in the reported failure.